Event description:
Two embolectom,y catheters were used in the a. Brachial and the tips of the catheters broke off and remained in the artery. An acute ischemia of the area formed and the physician attempted to remove the tips, but only one was successfully removed. To alleviate the ischemia of the area, a bypass from the a. Brachialis to the distal a. Radialis was completed.

Manufacturer narrative:
Summary and conclusion: surgeon that completed the procedure, was contacted for further information. He said the vessel was not torturous, but the catheter was used in the av-graft anastomosis area where a high-grade stenosis was situated. The catheter was stuck in the stenotic area and excessive force was required to remove the catheter. The tips breaking off the catheter was due to excessive force. The physician also mentioned he had trouble deflating the balloon. The catheter was examined and the balloon had slid over the inflation deflation holes. The physician attempted to remove the high-grade stenosis with the catheter. When he realized the pull force required to remove the stenosis was beyond the capacity of the catheter, he tried to deflate the balloon. The balloon did not deflate, because the initial pull through the stenosis had pushed the balloon ligatures out of place. In conclusion, the device was not the root cause of pt injury. Add'l model # 1601-58, add'l cat # 1601-58, add'l lot # slc1080, add'l exp date 05-2007.